Event description:
Reporter alleged blood glucose measured 292 mg/dl back to back with a result of 31 mg/dl when test were performed 2 minutes apart. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.